Event description:
It was reported there was oversensing. The lead was explanted and replaced. No patient complications were reported as a result of this event. Additional information provided by the physician indicated the lead was exhibiting noise, low and varying impedances over time suggesting an insulation problem. Lead fracture was also reported.

Event description:
It was reported there was oversensing. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached; full lead in segments returned and analyzed.